Event description:
The customer obtained non-reproducible, falsely elevated vitros trop I es results for multiple patient samples while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result for one patient sample was reported to the clinician, and a corrected report was issued. The other affected patient result was not reported out of the laboratory. There was no allegation of harm to the patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, false negative trop I es results occurred while using the vitros eciq analyzer. The investigation determined that the samples involved may not have been processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An ocd field engineer found that as-needed maintenance to the signal reagent and incubator subsystems were necessary to optimize system operation. Performance testing verified that the instrument was operating as expected. The investigation could not determine a definitive root cause, however, pre-analytical sample processing or an analyzer related event cannot be ruled out as contributing factors.